Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. The initial report indicated a suture break occurred. However, when the device was received for evaluation, a note attached to the bag stated "could not get device into artery". A second proglide was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the plunger was still in pre-deployed position and there was no slack on the link. There was a kink on the sheath just below the overmold area. After the device has been inserted into a patient, it is not possible to check the hydrophilic coating. The daily lot testing records for hydrophilic coating for this lot were reviewed and the hydrophilic coating was confirmed to be within specification. After decontamination the guide wire was backloaded and frontloaded without a problem. Based on the investigation findings, a root cause for the sheath kink can not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.